Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "alarm f-38" was confirmed during device evaluation. The root cause was due to damaged force sensing resistors (fsrs). The fsrs were replaced to resolve the reported condition.

Event description:
Baxter (B)(4) reported a flogard infusion pump with a f-38 alarm. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.